Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incidents was 377 mg/dl. The customer current blood glucose is 514 mg/dl. The customer was experiencing symptoms of nausea and vomiting. The customer gave herself corrective with insulin pump. Customer was advised to contact her healthcare provider or take his wife to the emergency room and call back to troubleshoot whenever his wife is stable.